Event description:
It was reported that the pump was running infusion with inaccurate delivery. The medication infusing was fentanyl on the first pump and dextrose on the second pump. There were 250 ml of fluids in the bag when the infusion started on both pumps. The bag went empty when the issue was noted. The expected amount was 100 ml for both pumps to be left when the issue was noted. The issue was resolved by using a new pump. There were no identified issues with the patient. The most recent preventive maintenance of the pump was on (B)(6) 2022. There was patient involvement but there was no harm reported. There was no delay in therapy. No additional information is available at this time.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The device was received at ICU medical service hub on 10/20/22. As part of the performance verification test the delivery accuracy test was performed and the device delivered as programmed and designed ( vtbi: 20 ml , volume delivered: 20.6 ml, ~3%) which is well within specification limits (±5%). Event log analysis was performed by r&d . It was determined that the vtbi (volume to be infused) was 192.613 ml and the volume delivered was 192.8 ml , this is 0.187 ml more or 0.1% more, which is well within specification limits (±5%).engineering also found that there was no indication in the logs of the bag running dry and the pump appears to have been stopped by manual user action. There was no indication of air in line alarm (as would be expected if the pump attempted to continue infusing after the bag had run dry). Engineering evaluated the pump performed correctly and delivered accurately as programmed within design delivery accuracy tolerances. The complaint was not confirmed.